Event description:
The customer reported the instrument was failing differential and retic backgrounds; and clear fluid leaked from the coulter lh 780 hematology analyzer onto the counter top. The volume of the leak is unknown. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, personal eye glasses and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the retic clear pump tubing had become disconnected from the fitting and was leaking. The fse reattached the tubing; the instrument performed without any leaks and passing all backgrounds. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).